Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported compact plus blood glucose results of 227 mg/dl, 15 mg/dl, and 13 mg/dl within 10 minutes. Customer did not have any symptoms with the readings. No treatment taken by the customer. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.